Event description:
It was reported that the patient presented remotely to the clinic via merlin. Net transmission. Transmissions showed that the patient¿s implantable cardiac monitor (icm) showed false pause episodes due to under-sensing from positional changes and loss of contact of the icm with patient tissue. Programming changes were made to the icm to resolve the issue. The patient was in stable condition.